Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have been off the pump for two and half months due to the issues they have had with it. The customer states the pump rejects new battery, will not allow the infusion set to be loaded, has prompted no delivery alarms, and has received motor error. The customer was not able to troubleshoot due to having to take a call. The customer was given the help line number to follow up.